Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the exact cause was not determined. It was speculated that at the stage of inserting the marathon into the guidepost, the distal part of the shaft was broken. It was thought that the insertion of the guidewire in that state may have drilled the part of the "mountain-fold" with the guidewire.

Manufacturer narrative:
Product analysis: the marathon catheter body was found punctured at ~2.5cm from the catheter distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marathon catheter was perforated at the distal shaft. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing a blood vessel embolization in avm nbca. The patient¿s vessel tortuosity was normal. Access vessel was the mcam2 (diameter 2 mm). The gidepost had already been delivered to m1 when chikai10 and marathon was inserted at midway. Under fluoroscopy it was found that a wire was coming out from a part of the marathon that was not the tip marker, so when it was removed from the body and checked, it was confirmed that the wire had perforated from the tip part. When a new product from the same lot was used, no problems were found, so the procedure was continued. The catheter was flushed as indicated in the IFU. It was unknown if there was there any resistance when passing the guidewire/stylet. There were no kinks, etc., on the guidewire, coil, or stylet. There were no patient symptoms or complications associated with this event. Ancillary devices: guidewire chikai10, ain-cki-10-200r,240130a 16ª, gidepost, mchd130, kmda022342.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.